Event description:
Anesthesia would not deliver a breath to the patient intermittently. System displayed error "unable to drive bellows" and alarmed.======================manufacturer response for anesthesia delivery system, aisys======================ge service engineer responded and was not able to duplicate complaint. Hospital engineer tested and was able to duplicate complaint at specific o2 flow of 10lpm liters per minute and tidal volume of 400lpm. Contacted ge again and gave them the specific operating parameters where system is failing. Ge service engineer replaced ventilator interface board and returned machine to service. Hospital engineer tested again, and machine still exhibits same error. Ge has been contacted again. Parts are on order; not repaired yet.